Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by a sales representative via (B)(4) that an ar-6480 pump began to run ¿very high and went through fluid very fast¿. The surgeon stated they adjusted inflow and outflow with no change on the increase in pump pressure. The circulating nurse stopped and started the pump and then changed pump tubing and changed to another pump machine. This occurred during use in a case with no patient effect. The facility confirms: arthrex tubing was used with the pump. The pressure was set to 35 with 30% shaver boost. No, extravasation did not occur.